Event description:
It was reported that undersensing was seen on the atrial lead. The atrial sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 6947 implantable defib lead (B)(6) 2004. (B)(4).